Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: dislodged stent. Time of device issue: during preparation. Adverse event: none. It was reported that when removing the 4.0x18 rx promus from the hoop, the stent came off the balloon. The stent came off when the stylet was removed. The device was prepped in the normal fashion. There was no reported patient involvement. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.